Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer received no delivery alarms during the prime process. The customer was advised the insulin pump has detected an occlusion that prevented the flow of insulin. The customer's blood glucose was unknown. Troubleshooting was not performed at the time of the call. The alarm was resolved by a reservoir change. The reservoir will not be returned for analysis.